Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Device evaluation: visual analysis of the photographs identified: opening, yellow particle material on the surface of the shell.

Event description:
Patient reported left side rupture. "Stomach ache" was also reported, but is not device related. The device has been explanted.